Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, the surgeon was able to pressed the green button and squeezed the handle but the surgeon could not fire the device. Another device was used to complete the case. There was no patient injury.